Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain, stiffness, discomfort, excessive levels of chromium and cobalt and weakness. Update 12/14/2015 ppd received. Patient dob was updated. Dor has been reported. The part/lot information for the cup and head was provided from the patient sticker sheet. The complaint was updated on 12/21/2015. Update 12/22/2015- litigation papers received. The stem and taper sleeve are being added for the previously reported high metal ions. The complaint was updated on: 1/8/2016.